Event description:
A gore cardioform septal occluder was being used to close a patent foramen ovale (pfo) in the cardiac catheterization lab. The septal occluder folded when it was deployed and as a result the patient suffered a laceration of the posterior of the left atrium. A second device was inserted and the same thing happened. Both devices had the same lot number (g5x0030a). On the second attempt to close the pfo with the second device resulted in a laceration to the left atrial appendage. The patient was converted to an open procedure in the cardiac catheterization lab which was a sternotomy. The sternotomy and exploration stabilized the patient after repair for the lacerations and closure of the pfo. The patient was recovered in the ICU. Manufacturer response for cardioform septal occluder, gore cardioform (per site reporter). Not received yet.